Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient reported rupture, capsular contracture grade IV. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Patient reported rupture, capsular contracture grade IV. The device has been explanted. This record relates to the right side.